Event description:
Caller reported a cgm error and sought assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and walked the caller through the process. After the reset, the error did not reappear. Caller was advised to wait 20 minutes before starting their sensor session, which the caller understood and acknowledged.